Manufacturer narrative:
No product was returned. Review of the device history record confirmed this lot met mfg requirements prior to shipment. Based on the info provided to st. Jude medical, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that after angio-seal deployment, while the pt was in bed recovering, a painful muscle spasm occurred. The pt was given pain medication (type and dose unk) for the pain. No add'l info was available. The implant date and event date are unk, it was reported that the incident happened sometime between (B)(6) 2010 and (B)(6) 2011.